Event description:
Problem deflating balloon for removal. 7mls was removed (10mls was put in on the original insertion). Customer inserted 3mls of air to remove any remaining fluid, usual practice for the customer, only a few more drops came out. Unable to remove the catheter. Could not withdraw any more fluid. Eventually removed with a lot of discomfort and pain to the client. Approximately 2ml of fluid was left in the balloon. Balloon was uneven when inflated. Customer was able to deflate by pushing the balloon. Complaint received by the facilty on 01/2002, form completed by the facility on 02/2002, forwarded to kendall in may 2002.